Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all keypad were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the threads and below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were under and over responsive. Additionally, the reporter alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.